Event description:
A tandem mobi cartridge alarm was reported by the caller, triggered during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was initially unable to reload the original cartridge and resume insulin therapy, but after cts's guidance, they successfully loaded a new cartridge and resumed therapy, resolving the issue.